Manufacturer narrative:
(B)(4). The physician reported the patient was hospitalized from (B)(6) 2016 for the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the break in aseptic technique was not further specified. On the same day as onset, the patient was hospitalized for the peritonitis and another indication. On an unreported date, during hospitalization, the patient began treatment for the peritonitis with intraperitoneal vancomycin (dose and frequency not reported). Three days after being admitted, the patient was discharged and was recovering from the event. On an unreported date, the patient and the patient's spouse were retrained on aseptic technique. At the time of this report, treatment with vancomycin was ongoing. Dianeal therapies were ongoing. No additional information is available.